Manufacturer narrative:
No serious injury after the cutdown procedure was performed has been reported. A review of the complaints database was conducted and no similar complaints were found related to this part or lot number. A review of the dhrs and inspection records was conducted and no similar concerns were found. The returned complaint sample was examined under lighted magnification. The introducer material appeared to be stretched around 3/4" of the circumference of the catheter with an elongated section coming off on one side which is indicative of undue force or stress was applied to the introducer. Based on the analyses of the returned sample, it is probable that excessive force was used during retraction which caused overloading of the tensile strength and the material to separate.

Event description:
We had a (B)(6) y/o male that we were doing a right arm "fisulagram" on today at 12 pm. We gained access into the fistula with the argon 4 fr. Micro-puncture (lot#11129314. The doctor then used another 4 fr. Micro-puncture sheath and went retrograde to balloon the anastomosis. He left the original micro-puncture in the vein. Upon completion of the "fistulagram" he went to pull out the micro puncture and it was very hard to pull out. Once the sheath was out, we noticed that about an inch of the micro-puncture was missing. The doctor had to do a cutdown on the vein to try and locate the missing micropuncture piece. The patient is stable and the doctor is sending him for a cta to make sure the micro-puncture didn't travel.